Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "went to use this instrument in operating room and noticed that the handle was cracked. This was a hospital owned instrument."